Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: review of the device logs revealed an increased intraperitoneal volume (iipv). The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. No issues were identified during a review of the device's previous service history record that may have contributed to the iipv. The cause of the iipv was determined to be insufficient drain false empty detect due to use error as the clinician inappropriately set minimum drain volume percent setting too low. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 at 07:55:53 with drain volume of 3979 milliliters (ml) during cycle 4. Probable cause: insufficient drain - false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low.